Event description:
It was reported that the user experienced hyperglycemia after an accidental duplicate meal announcement while using the ilet. Blood glucose readings were around 385 mg/dl with subsequent gradual decline back into ranger after supply change and monitoring guidance. Symptoms included hyperglycemia without clinical signs or conditions. Outcomes included no health consequences or impact. Investigation included communication and interviews with the reporter and analysis of information provided, focusing on use of the meal announcement feature and user interaction with the device interface. Investigation of this case revealed no device problem and identified a usage problem due to improper or incorrect procedure, specifically failure to follow instructions related to meal entry and user interface interaction, which contributed to the event. It was concluded, based on previously established findings for similar reports, that the cause was unintended use error.